Event description:
It was reported that during a coronary drug eluting stenting treatment procedure a balloon rupture occurred. The 3.5x32mm taxus liberte drug eluting stent (des) was advanced to the mildly tortuous left anterior descending artery (lad). When the physician began to inflate the stent delivery balloon there was a noticeable leakage in contrast media when 3-4atms was reached. The des was deployed at 3-4atms and then the stent delivery balloon was deflated and removed. It was noted that the stent delivery balloon looked ruptured. A 3.5x15mm maverick2 balloon was inserted for post-dilation of the des and the procedure was successfully completed. No patient complications were reported with the patient's current condition listed as "stable".